Event description:
It was reported that during a lap. Cholecystectomy, the device was scissoring clips. The customer removed three clips from the patient and opened a new like device to complete the case.